Event description:
Customer reports that she obtained results of 250mg/dl and 117mg/dl on the same device back to back. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.